Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked in three places. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, the label on the back of the pump was observed to be damaged with illegible info. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display. This report is made based on results of investigation completed on (B)(4) 2016.